Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit that could not be cleared. The customer's blood glucose level was 330 mg/dl during the incident. The customer stated that they have reverted to manual injections. It was stated that the act button was not working. There was no indication of troubleshooting for the battery out limit and the keypad anomaly. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) act and esc buttons dome switch. No unlocked lcd keypad connector noted. However, unit passed operating currents, self-test, unexpected restart error test and displacement test. No unexpected battery out limit alarm noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, scratched reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.